Event description:
Procedure type: colostomy take down. According to the reporter: the device was fired and during the leak test a leak was noticed. A new instrument of different type was then used was used. During the second leak test a small leak was also noticed and the doctor hand sew the area to complete the procedure. Surgery time was extended one hour.

Manufacturer narrative:
Initial report sent: 01/05/2009.